Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-sep-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-04-18 (B)(4) (hcp, sdy): information was received from a healthcare provider (hcp) via a manufacturer representative on 20 19-apr-18 regarding a patient receiving lioresal (2000mcg/ml at 250mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that there was a possible catheter leak from a small fracture near the anchor and the patient had intermittent baclofen withdrawal symptoms. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. A computerized tomography (CT) dye study was performed and showed what appeared to be a leak in the catheter near the anchor. The catheter was removed and a new one was put in place. The surgeon felt that the catheter leak may have been positional causing it to leak more at some times rather than others, and that explained the intermittent withdrawal symptoms. The issue was resolved at the time of report and the patient's status was alive - no injury.

Manufacturer narrative:
Analysis of the catheter identified a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.